Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the first drain cycle of peritoneal dialysis (pd) therapy. The reporter stated that the patient disconnected from the device without using proper disconnect procedure. They also reconnected to the device without using the proper technique. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Disconnecting and reconnecting to the device without using proper disconnect procedures is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.